Event description:
The customer alleges that a staff member, female, age unk, who has a known allergy (hypersensitivity) to latex, developed hives (urticaria) and her blood oxygen level fell very low. She did not wear the gloves around her. She was sent to the emergency room where they administered oxygen and benadryl. She was later released.